Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown contamination on the iso port, unknown contamination gray in color was observed under right-side accessory door and through-out the enclosure bottom and top as well as front and rear panels, unknown contamination on the blower box air inlet at the filter area, heavy keratin-like contamination was present on the blower box outlet and rear panel o-ring, iso port and blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer concludes there was evidence of multiple contamination as well as keratin-like contamination. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In the previously submitted report, section b5 was incomplete. Correct section b5 is- the patient also alleged of having shortness of breath. There was no report of serious or permanent patient harm or injury.